Manufacturer narrative:
The patient had another surgery the next day to remove the cannula. It was reported that the surgery was successful and the patient is doing good. User error was responsible for event.

Event description:
A medtronic representative reported that after a minimally invasive surgery, it was found that the cannula for the perc pin was left in the patient

Manufacturer narrative:
Correction: suspect medical device information provided. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Additional information: per further engineering review of the reported event details, the reported issue and hazard coding of this complaint is consistent with hazard documentation which determined: there was no evidence of a malfunction of a medtronic navigation device related to the percutaneous cannula. No further investigation is required at this time. The associated information in this complaint will continue to be monitored and trended in post-market monitoring.